Event description:
The ring was explanted after an implant duration of appproximately five months due to mitral regurgitation and hemolytic anemia. Reportedly the pt's native mitral valve had been "degeverate" and stiff and the chorade tendineae were shortened.